Event description:
Philips received a complaint by the customer on the v60 indicating that there was an issue with an alarm. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Because the device was no longer within the warranty period, the customer declined service and repair, so no onsite work order was generated. It is unknown what the outcome of the service event was, and no further information was given by the customer.